Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while attempting to grasp the leaflets the grippers became entangled within the chordae. Troubleshooting was performed to remove the clip from the chordae when a small chordae was torn. The clip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 1. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult to remove from the anatomy resulting in unspecified tissue injury appears to be related to procedural conditions. Additionally, tissue injury, as listed in the eifu, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.